Event description:
Customer discovered partial display during troubleshooting while using the advantage system. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.